Event description:
A consumer (who is also an ophthalmic surgeon) reported that following intraocular lens (iol) implant surgery, he sees a ghost in his near vision. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. No further information is expected. (B)(4).